Manufacturer narrative:
Continued from concomitant medical products: saline bag; secondary tubing. The customer¿s report that the rate changed from 75 to 76 was confirmed and found to be the result of the user pressing the up arrow thereby increasing the rate from the intended 75 ml/hr to 76 ml/hr. Analysis of the partial pcu event log received shows that the pump module was already in use. At 12:36 am on (B)(6) 2018, the secondary infusion completed and the device transitioned to the primary infusion at 75ml/hr with a vtbi of 454.441ml. At 6:39 am, the primary infusion completed and the device transitioned to kvo at 20ml/hr. At 6:49 am, a remote IV request was received to infuse drugid 3 at a rate of 75ml/hr with a vtbi of 1000ml. At 6:49 am, the user selected the up arrow and then started the infusion. Selecting the up arrow increased the rate by 1, which then made it 76ml/hr. At 6:50 am (1 minute later), the module was removed. The device was then added and removed two more times. At 6:51 am, the device was again added to the system and alarmed for flo stop open for 5 seconds. At 6:52 am, a remote IV request was received to infuse drugid 3 at a rate of 75ml/hr with a vtbi of 1000ml. The user then started the infusion and changed the vtbi to 950ml. At 7:37 am, the device was channeled off and the system was shut down and powered off. The volume recorded as being infused during this period was 514.62ml. The cause of the rate change was user programming. No devices received, log review only.

Event description:
The customer reported that the displayed rate was different from the programmed rate. The user scanned the new bag of saline into epic and sent the order to the pump however upon safety checks the rate displayed 76ml /hr instead of the ordered rate of 75ml/hr. There was no report of patient harm.